Event description:
It was reported that "during the procedure according to IFU, the physician attempted to insert the spring-wire guide into the hall part of the raulerson syringe, but the spring-wire guide was not inserted. Even though it was judged to be defective and used as a new product, the same defect occurred. It was noted, the lot number was the same. So, the physician opened up the new lot kit to finish the procedure". The associated emdr report numbers are 3006425876-2025-00161 and 3006425876-2025-00162.

Manufacturer narrative:
(B)(4). The customer provided one photo showing two guide wire assemblies. One guide wire appears to be kinked. Signs of use were also observed on this sample. No obvious defects or anomalies were observed on the second guide wire. The customer returned one guide wire assembly for analysis. The ars/18ga introducer needle subassembly was not returned for analysis. Signs of use in the form of biological material were observed inside the guide wire tubing. Visual examination of the guidewire revealed one large bend towards the distal j-bend. This kink resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the ars/18ga introducer needle subassembly as they were not returned. The kink on the guide wire measured 575mm from the proximal weld. The overall length of the guidewire measured 604mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm , which is within the specification limits of 0.788mm-0.826mm per the guidewire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit. The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was inserted into a lab inventory ars/18ga introducer needle subassembly. Despite the kinking, the guide wire was able to pass with no issue. Functional analysis could not be performed on the actual ars/introducer needle involved with this complaint as they were not returned. A manual tug test confirmed that both guidewire welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guidewire was confirmed through investigation of the returned sample. Visual analysis of the guidewire revealed that it was kinked. Despite this, the guidewire passed all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the failure appears consistent with damage due to undue force applied during insertion; however, without the ars also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the physician attempted to insert the spring-wire guide into the hall part of the raulerson syringe, but the spring-wire guide was not inserted. Even though it was judged to be defective and used as a new product, the same defect occurred. It was noted, the lot number was the same. So, the physician opened up the new lot kit to finish the procedure". The associated emdr report numbers are 3006425876-2025-00161 and 3006425876-2025-00162.